Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2024 and barbed suture was used. During the procedure, the sales rep reported that dr. (B)(6) used sxpp2b405 in a case and the suture pulled all the way through the tissue rather than stop in the middle where the barbs are supposed the transition. He requested the old code, sxpd2b405 and used it without an issue. He provided videos of the incident, comparing the two sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Video analysis: this is an analysis for a video submitted for evaluation. During the visual analysis, the following was observed: the videos show two sxpp2b405 sutures used in knee surgery. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.